Event description:
Patient reaction to a first use dialyzer. Within first few minutes of dialysis treatment, the patient experienced shortness of breath, back pain, and itching. This was the first time on dialysis treatment for this patient. The terumo dialyzer was 1st use, and was pre-processed. The patient was taken off of the terumo dialyzer and restarted with a competitor dialyzer. The change-over resulted in an estimated loss of 148 ml of blood.